Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complication)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Case upgraded to incident. New events added: abdominal pain, genital bleeding, psych injury, pregnancy, device ineffective, migration. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device myometrium'), embedded device ('migration of essure device location of device myometrium'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complication)') in a 33-year-old female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression. Previously administered products included for an unreported indication: paxil. Concurrent conditions included vulval swelling and anogenital warts. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years after insertion of essure. On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.78 kgs. Hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), fatigue, low back pain, mental anguish, were added & two events were updated from psych injury to depression, migration to migration of essure device location of device: myometrium. Concomitant drugs were added. Lab data was updated. On 16-sep-2019: fu3 & 4 proceeded together.mr received; reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device myometrium'), embedded device ('migration of essure device location of device myometrium'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complication)') in a 33-year-old female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression. Previously administered products included for an unreported indication: paxil. Concurrent conditions included vulval swelling and anogenital warts. Concomitant products included medroxyprogesterone acetate (depo provera) from june 2010 to march 2011 for contraception as well as nsaids since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years after insertion of essure. On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.78 kgs. Hysterosalpingogram - on (B)(6) 2011: device was successfully occluded..result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.